Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) suspected a faulty relay board due to the non-operational on key and intermittent relay freezing. After reviewing log, it found power related issue. To resolve the issue, the fse replaced the io relay board. After replacing the relay board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.